Event description:
The subject device was reportedly implanted on (B)(6) 2017. During the follow-up dated (B)(6) 2017, it was reported that pectoral stimulation and ventricular capture failure were observed, whereas electrical measurements were within normal range. X-ray and echo-cardiography performed the same day revealed regular lead positioning. On (B)(6) 2017, a re-intervention was performed in order to replaced the implanted ventricular lead. Electrical performances observed with the new ventricular lead were within normal range and regular electrical performances were observed later. On (B)(6) 2017, ventricular lead impedance value increased up to 3000 ohms and ventricular pacing failure was observed. The physician re-positioned the new ventricular lead and replaced the subject pacemaker.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject device was reportedly implanted on (B)(6) 2017. During the follow-up dated (B)(6) 2017, it was reported that pectoral stimulation and ventricular capture failure were observed, whereas electrical measurements were within normal range. X-ray and echo-cardiography performed the same day revealed regular lead positioning. On (B)(6) 2017, a re-intervention was performed in order to replaced the implanted ventricular lead. Electrical performances observed with the new ventricular lead were within normal range and regular electrical performances were observed later. On (B)(6) 2017, ventricular lead impedance value increased up to 3000 ohms and ventricular pacing failure was observed. The physician re-positioned the new ventricular lead and replaced the subject pacemaker.